Event description:
It was reported that when the surgeon was impacting the g7 cup, the positioning guide fell from the curved impactor and the surgeon and nurse noticed that the tip of the guide rod was broken. A small piece fell on the patient (not inside) and was retrieved. Another very small piece is still missing and was unable to be located with a possibility of landing inside the patient.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the device had fractured at the tip. There are wear marks along the shaft and gouging to the fractured tip. The device was sent for additional analysis. Fracture analysis of the fracture surface exhibited river lines and hinge artifacts suggesting that the device possibly fractured due to bending overload mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed based on the evaluation of the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.